Event description:
During an anterior lumbar interbody fusion (alif) procedure utilizing a synframe implant kit, one of the four holder for synframe bone levers from the kit that attaches to the lever broke with no fragments reported. The surgeon used a different handle and completed the procedure with no further incident. There was no delay or adverse event to the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.